Manufacturer narrative:
Initial.

Event description:
It was reported that the user, new to the ilet during its learning period, experienced recurrent low glucose and, following trainer guidance, adjusted the cgm target to a higher setting; the specific device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with associated dizziness, muscle weakness, and shaking/tremors. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.